Event description:
It was reported that the ilet pump screen intermittently failed to wake when the wake sensor was pressed, with the longest unresponsive period noted as approximately three minutes and over twenty occurrences since device initiation, consistent with a device display user interface responsiveness issue. Symptoms included no clinical symptoms. Outcomes included no impact to clinical care and no alerts or alarms. Investigation included troubleshooting and user education performed by customer support. Investigation of this case revealed the user had been tapping the wake button rather than performing a sustained one-second press, and that proper technique could restore expected screen activation. It was concluded that the event was attributable to use error related to wake-button activation technique, with no device malfunction confirmed.